Manufacturer narrative:
The complaint allegation was not confirmed. The issues could not be replicated, and no problems were found. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was received for evaluation. The returned device underwent a visual inspection, which revealed normal signs of wear. The device along with the returned ar-6420, lot# z3058, attached to the ar-6425 lot# x3096, and ar-6430 lot# 310027 pump tubing was tested under normal conditions to replicate the reported issues. The pump, connected to power, was activated. The pre-selected pressure for the knee was set, and the machine started upon pressing the run button. The operation proceeded smoothly for an hour, with no pressure fluctuations detected throughout the test. After an hour of testing without any issues using the returned tubing, a new set was connected: ar-6410, lot# 73988853, and ar-6430, lot# 73002759. These were tested and evaluated for 30 minutes with no issues observed. Ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), is working as intended. The device's outflow system underwent testing through the activation of the lavage and rinse buttons. Following this procedure, no issues were observed, and the system was found to be problem-free. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected: no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1, section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy a compartment syndrome has occurred. The surgery began without issues until suddenly water was pressed out of the shaft and the tap due to over-pressure. It was further reported that the customer noticed that water flew out however the customer continued the surgery and no alarm sound was noticed. The lower leg was inflated and the outflow cassette barely pumped out as there was hardly any fluid in the waste container. When the customer noticed the inflated lower leg, the surgery was aborted and the leg was opened to remove the fluid. Update (B)(4) 29-may-2024: further information were provided that due to the failure the patient had to be kept overnight and additional surgeries were necessary. It was further reported that the pump over delivered and was noisy. The pump was used with the following tubing ar-6420 batch z3058, ar-6425 batch x3096, and ar-6430 batch 310027.